Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope exhibited scope communication error code (e216). The issue occurred during procedure preparation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the suggested event was not reproduced, and the device did not meet the standard specifications and function. The probable cause was determined as water invaded scope connector. Therefore, abnormality such as short circuit temporarily occurred, causing the suggested event. Olympus will continue to monitor field performance for this device.